Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. Ten thousand units of heparin were given and then another 2000 units were given. The activated clotting time (act) results were 215 and 305 sec. The transseptal puncture was being performed with a non-bsc needle and non-bsc sheath. The position of the needle slipped, so the physician removed the needle and started the process again. The physician placed the unknown wire back up in the superior vena cava (svc) and crossed the septum in a better location. Once this occurred, a small pericardial effusion was noted. It was treated with colchisean as the patient was pericarditic. The watchman procedure was then started and upon completion the effusion was noted to be the same. The patient remained stable and has since been discharged.